Manufacturer narrative:
10/13/16 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - one osteotome returned in used condition showing minimal wear.. The analysis of the instrument shows that there is slight staining within the finish and the tip is broken. Without knowing how the instrument was handled during use, the cause is undetermined. The complaint report is confirmed. Device history evaluation - no nonconformity for this lot. Nonconforming product report / nonconforming material report history: none variance authorization / deviation history: none engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none conclusion: the root cause of the damage has not been identified as a workmanship or material deficiency. The cause of this damage is a fall (dropped).

Manufacturer narrative:
On 9/21/2016 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation results: failure analysis - one osteotome returned in used condition, showing minimal wear, staining within the finish and broken tip. During the analysis of the instrument, it is noticed that there is slight staining within the finish and the tip is broken. Without knowing how the instrument was handled during use, the cause is undetermined. Device history evaluation - nonconforming product report / nonconforming material report history: none variance authorization / deviation history: none engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none health hazard evaluation history: none. Conclusion: the root cause of the damage has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports tip has broken off. On (B)(6) 2016 customer reports a rhinoplasty & septoplasty were being performed when the tip broke off and fell on the floor. No harm done.